Event description:
On (B)(6) 2025, the user reported receiving an alert 63 (circuit failure). The caretaker stated they had restarted the ilet three times, but the alert did not clear. A replacement device was arranged. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.